Manufacturer narrative:
A follow-up report will be submitted once the evaluation is complete.

Event description:
Customer reports air flow accuracy failure. Customer reports 3.5 lpm measured at 10 lpm set point. Device was not in use at time of the reported issue.

Manufacturer narrative:
MFR date rec¿d 29aug2019 . Date of report rec¿d 03sep2019 . Failure analysis on the returned gas delivery system (gds) shows that this customer complaint was caused by an out of spec air flow sensor u1. Replacement of he u1 corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 23jul2019, date rec¿d by MFR : 12jun2019. Field service engineer(fse) confirmed and troubleshoot the issue and recommended replacing the flow sensor assy. Customer reports the part was received and the unit was repaired by replacing the flow sensor assembly. The unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.